Event description:
It was reported that a patient with a 27mm 6900ptfx mitral valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, eight (8) months due to mitral stenosis. The tmvr was performed with a 26mm 9750tfx valve. Per idc, the patient was noted to be in recovery.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: added information to b5, b6, b7 and h6.

Event description:
It was reported that a patient with a 27mm 6900ptfx mitral valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, eight (8) months due to moderate calcification, mitral stenosis, frozen/thickened leaflets and restricted motion. The patient presented with progressive dyspnea and fatigue. A successful tmvr was performed with a 26mm 9750tfx valve with no complications. The patient was discharged on pod # 1.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event was likely due to patient factors and progression of underlying valvular disease.